Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 325cc and experienced bilateral breast involution and capsular contracture, baker grade 3 on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implant, catalog # 3502251bc, serial # (B)(4) (left) and (B)(4) (right) on (B)(6) 2019. Upon explantation, the left side device was found to be ruptured. This report is for the right side implant.